Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, patient received home monitoring alert for out-of-range shock impedances (>150 ohms). Patient was seen in clinic on (B)(6) 2019, but the out-of-range measurement was not reproducible with isometric testing or pocket manipulation. Pacing impedance, threshold, and sensing were in-range. Lead remains actively implanted but will be evaluated further. No adverse patient events have been reported.